Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. There was no reported impact to the customer's blood glucose level. Customer declined to reload the cartridge to avoid wasting insulin to fill tubing.